Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient did not wear a mask while performing pd therapy. The pt did not require hospitalization for the peritonitis. On an unreported date, the pt was treated with IV (intravenous) injections of vancomycin, 1gm, stat "cont. 5th a day" and "tazt" (unspecified) 4.5gm twice daily. Dianeal therapy was ongoing with the dosage maintained. Additional information was requested but is not available.